Event description:
It was reported, the pump segment was replaced due to the catheter being kinked throughout the pump segment. It was believed to be a possible twiddler situation with the patient or the pump flipped several times due to the suture ties being compromised due to an infection, as well as the size of the patient. It was also reported, the pump was removed due to an infection, but was not replaced yet. It was noted, the doctor did not realize there was an infection within the tissue until after he revised the existing catheter. The doctor did not want to risk the infection spreading into the spine; therefore, the catheter was tied off to prevent a cerebrospinal fluid (csf) leak as well as the spread of infection. It was reported, the new catheter length had been documented and the patient was being sent to infectious disease control. It was noted once the infection was gone the patient would be scheduled for a pump implant. It was further reported, the patient was not receiving the drug through the pump and the healthcare provider (hcp) gave the patient a fentanyl patch to alleviate her pain until the problem was resolved. It was also reported no diagnostics were performed in regards to the kinked catheter. It was noted cultures were taken from the pocket area and the culture showed that no organisms had grown. The conclusion was that the infection was caused from a pump refill and possibly the patient¿s personal hygiene. It was reported, the patient was ¿doing well¿ and waiting to receive a pump. The pump was being used to deliver fentanyl and bupivacaine. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information later reported the patient had increased pain so they accessed the cap but were unable to aspirate. They thought the cap kit needle was not patent so they switched needles. The hcp also aspirated liquid from the sub-q fatty area around the pump pocket area to confirm there was not a pocket fill but the reporter was not certain why the hcp decided to do that. They determined the catheter was extremely twisted probably from the pump flipping so they were going to do a catheter revision but the reporter did not think a revision had been done yet.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8784, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).